Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and stated the ok and up arrow keypad buttons were intermittently unresponsive. The patient noted the keypad was torn off the bottom and there was a tear over the ok button. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.